Event description:
(Os 16533). The dentist reported 11 days after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed.